Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte" autoguard" bc shielded IV catheter blood control technology leaked through the blood control valve. The following information was provided by the initial reporter: "material no: 382523 batch no: 0169672 it was reported blood control valve not working verbatim: customer states blood control valve not working if valve isn't working then clinician may be unexpectedly exposed to blood customer thinks this is only happening with the 22g insyte autoguard bc device"

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked through the blood control valve. The following information was provided by the initial reporter: "material no: 382523 batch no: 0169672. It was reported blood control valve not working. Verbatim: customer states blood control valve not working if valve isn't working then clinician may be unexpectedly exposed to blood customer thinks this is only happening with the 22g insyte autoguard bc device."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.